Event description:
The patient stated he hasn't been going to the bathroom without a catheter. The patient stated so he increased stimulation from 4.0 to 6.0 but still hasn't "gone to the bathroom that way." The patient would like to know if there was a stimulation range that most patients use or stay at. The patient already has an appointment set up to see their health care provider (hcp) in "about two days" in regards to reported issues. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received later the indicated that suddenly patient could not go. The patient noted during troubleshooting that they had turned the unit off by mistake. It was noted that the inability to go to the bathroom without catheterizing has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.